Event description:
The customer reported when switching the device on in the workshop, the device, as expected, went directly to the date and time menu. When attempting to update the values, upon pressing the increment buttons the keypad immediately became non-responsive. Further investigation revealed that the display board was fine and that in both cases, the keypad was faulty. The top cover kit was replaced. After repair, the device was found to meet specification.